Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator's compressor was inoperable. There was no patient involvement at the time of the reported event. The field service engineer (fse) replaced the compressor muffler filter. The fse performed testing and calibrations and the device operated within the manufacturing specifications.

Manufacturer narrative:
A compressor muffler (intake filter) was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed and speckled with darker color dirt/dust particles were found on the filter. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the identified root cause of the reported issue was isolated to a vendor manufacturing process. If information is provided in the future, a supplemental report will be issued.